Manufacturer narrative:
On march 28, 2022, mentor became aware that the patient's date of explantation has been scheduled for (B)(6) 2022.

Manufacturer narrative:
On april 13, 2022, mentor became aware that the patient also suffered left breast implant rupture. The rupture was diagnosed via MRI. In addition, the patient's implants were replaced with the following: (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9611639 sn: (B)(6) and (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9687822 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: fluid in implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast reconstruction with two 555cc mentor memoryshape breast implants. Post-operatively, the patient was diagnosed with right breast implant rupture, right breast pain, and fluid in the left breast implant. The patient had the fluid removed on an unspecified date with an unspecified procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient has been scheduled for implant removal surgery in (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: local reaction.